Event description:
Boston scientific received information that the programmer smells a little bit burny. The boston scientific company representative opted to return the programmer for analysis or repair. No adverse patient effects were reported.